Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the bent cannula or determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns, "'high' blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death," and "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!' Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia." It advises, "to avoid hyperglycemia (high blood glucose), check your blood glucose at least 4 - 6 times a day (when you wake up, before each meal, and before going to bed)."

Event description:
The customer's mother reported that one day around (B)(6), her daughter's blood glucose measured high (> 500 mg/dl) on the pdm. The pod had been applied the previous night. She stated that the cannula was bent.